Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the first attempted lead could not be passed through the tricuspid valve. The physician stated that the helix kept extending on its own. A second lead was attempted, and this lead also could not be passed through the tricuspid valve. A third lead was able to be implanted. No patient complications have been reported as a result of this event.